Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found a clog in the blood sampling valve (bsv) and the tubing had dislodged from port 7 of the bsv. The fse cleaned the bsv and reseated the tubing which resolved the leak. Incidental to the leak the sol 34 and retic clearing solution pump were both replaced as preventative maintenance. Failure mode: clogged bsv and a dislodged tubing at port 7 of the bsv. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak underneath the coulter lh 750 hematology analyzer. The volume of leak was 20-30 mls and was not contained within the unit. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.